Event description:
It was reported that the entire system was explanted due to possible electrode issue. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. The electrode resistances measurement failed due to high voltage cables were pulled-apart/detached. An x-ray inspection revealed the hvd cables were detached/pulled apart at the distal weld and hvp cables were detached/pulled apart at proximal weld. This is most likely explant damage where they possibly grabbed on the electrode at the terminal area and pulled.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the entire system was explanted due to possible electrode issue. There were no additional adverse patient effects.